Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The mother stated that the screen was cloudy with white strips. The mother stated that they were barely able to see the numbers on the screen. The mother also stated that there was moisture on the screen due to sweating. The customer was advised to discontinue use of the pump and revert to a backup plan. The customer will be sent a replacement pump.